Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of swelling and filler migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and migration of device or device component: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Poor efficacy or poor filling / restoration effect."

Event description:
Healthcare professional reported seeing a person that had been injected with unspecified fillers in the tear trough by another injector. Person stated it "started swelling about 4 weeks after" injection. Healthcare professional believes that it is due to "filler migration from the tear trough" and that it is "not quite the same thing." Symptoms are ongoing.